Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture,¿ ¿capsular contracture,¿ baker grade not provided, ¿debilitating physical pain,¿ ¿breast pain, chest burning,¿ ¿suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, ¿ and loss of quality of life,¿ ¿emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl,¿ ¿rashes around ¿ breasts.

Event description:
Patient representative reported ¿rupture,¿ ¿capsular contracture,¿ baker grade not provided, ¿debilitating physical pain,¿ ¿breast pain, chest burning,¿ ¿suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, ¿ and loss of quality of life,¿ ¿emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl,¿ ¿rashes around ¿ breasts. Patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿malaise, difficulty sleeping due to pain,¿ ¿disability,¿ ¿disfigurement¿ and depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.